Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08396. (B)(4) clinical study. It was reported that chest pain, myocardial infarction (mi) and restenosis occurred. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was unstable angina and coronary angiography was performed on the same day. The target lesion was located in the proximal left circumflex (lcx) artery with 80% stenosis and was 8mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 12x2.50mm synergy¿ drug-eluting stent with residual stenosis of 0%. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2016, the patient presented to the hospital with complaints of exertional chest pain and the patient was hospitalized on the same day. Cardiac enzyme was noted to be elevated and the site reported an event of myocardial infarction (mi). The following day, coronary angiography was performed. The following day, the 90% stenosis located in the mid lcx at the distal margin of the previously placed study stent was treated with pre-dilatation and placement of a 2.25x16mm synergy¿ drug-eluting stent. Following post-dilatation, there was 0% residual stenosis. Additionally, the 90% stenosis located in the distal left anterior descending (lad) artery was pre-dilated and placement of a 2.5x28mm synergy¿ drug-eluting stent. However, immediately post stent deployment, there was slow blood flow and the patient experienced chest pain consistent with atheroembolization. Subsequently, this was treated with administration of nicardipine with marked improvement and near resolution of the issue. The following day, the event was considered as resolved and the patient was discharged on instructions.